Event description:
A malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided pump reset information and assisted in resetting the pump; the malfunction code did not recur subsequently, allowing the customer to continue using the pump.